Manufacturer narrative:
Additional information: (b.5.) Added event detail. (D) added device expiration date. (H) added device manufacture date. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Additional information: I had spiked the IV bag and started to prime it when the tubing came apart and about 10 ml spilled on floor before I clamped tubing.

Event description:
Event details: IV tubing broke in the center at the connection by the blue clip.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.